Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the reported event was confirmed due to bent pins on the printed circuit boards. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus their visera elite ii video system center has only green snow/lines and no picture when camera is connected. This occurred prior to an unspecified therapeutic procedure. There was no reports of death, harm or injuries related to this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be conclusively specified. The probable cause of the issue was the terminal contact pin inside the board was bent. There was a possibility that a contact failure occurred, and no image was output when the camera head was connected. However, it could not be determined how the terminal contact pin was bent. ·it was confirmed that no image was output when the camera head was connected. ·it was confirmed that the terminal contact pin inside the board was bent. ·manufacturing records were checked and shipped without any abnormalities in the manufacturing process.